Event description:
It was reported that the right ventricular (rv) lead was implanted, and tested parameters revealed unstable thresholds. The rv was re-positioned several times but threshold parameters not acceptable. The rv was explanted and replaced. No patient complications have been reported as a result of this event.